Event description:
The provider states the end user is getting shocked from the bed. He states the end user is experiencing this intermittently and states when the end users husband and herself, when touching the arm rail, experience a shock. The provider states he cannot duplicate the issue (B)(4).